Event description:
The hearing aid (h/a) dispenser reported that the sentry ii waxguard system came unseated and fell into the user's ear canal. The user was referred to their physician to have the waxguard removed. The ear was not damaged.